Event description:
It was reported that a user experienced hyperglycemia while using the ilet system after missing a breakfast announcement and subsequently announcing and eating lunch while still elevated; the user observed ¿high¿ on the ilet, confirmed 422 mg/dl by fingerstick, paused the pump briefly, and administered an external humalog injection before resuming therapy. Symptoms included none reported. Outcomes included elevated glucose for approximately three hours without medical intervention, hospitalization, or ketone testing. Investigation included agent-guided troubleshooting that verified infusion tubing patency with visible drops and device functionality, followed by resumption of ilet delivery and continued monitoring. Investigation of this case revealed no device malfunction, with hyperglycemia attributable to user management factors, including a missed meal announcement and eating while already hyperglycemic. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with no confirmed device failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.